Event description:
Adverse event(s): "seeing star shaped luminous patterns which glared and outshined" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). An optician reported that following intraocular lens (iol) exchange surgery, the pt continued to experience the star shaped luminous pattern that glared and outshined. The pt's retina was examined and found to be normal. Since the pt's symptoms did not resolve following the iol exchange, it was decided not to perform an exchange on the fellow eye. There are three medical device reports associated with this event. This report is for the exchange procedure for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. (B) (4). (B) (4).